Manufacturer narrative:
Concomitant medical products: curos caps;100 ml hospira bag lot 01-002-jt exp jun 2020, magnesium sulfate injection;100 ml baxter bag lot p387365, exp jun 2020 0.9% sodium chloride injection; 1000 ml baxter bag lotv19e081, exp nov 2020 0.9% sodium chloride injection. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that 100ml of valproate sodium (500mg) was programmed to infuse at 100ml/hr for 60 minutes infused faster than expected. Although requested, there were no further details or information provided.

Event description:
It was reported that valproate sodium 500mg in 100ml normal saline was programmed to infuse at 100ml/hr for 60 minutes in the ICU, however the infusion finished faster than expected. Although requested, there were no further details or information provided.

Manufacturer narrative:
The investigation determined that the suspect device is a disposable set and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2019-02805 for MDR reporting.